Manufacturer narrative:
The reported event of incorrect measurement could not be confirmed. The pacer was received in normal working conditions with battery voltage at elective replacement indicator (eri). Analysis of the device image shows the eri alert trim was programmed at 2.5568v, when battery voltage reached below the value for two consecutive measurements, trigger was seen as expected. Electrical and mechanical analysis performed, indicated normal device functionality. The implant duration exceeds the projected longevity based on average current drain indicating normal battery depletion.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker did not trigger elective replacement indicator (eri) notification eventhough the voltage is below than eri reading. The pacemaker was explanted and replaced. Patient status was not reported.

Event description:
New information received indicates that false atrial fibrillation episodes were also recorded on the pacemaker. The patient was stable post-procedure.